Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   The events of capsular contracture, infection, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, seroma, use error, and capsular contracture baker grade unknown.

Event description:
Patient reports 10 days after implant, swelling, fluid was punctured, and infection was diagnosed. Patient informs that the physician removed the prosthesis, "washed and injected antibiotic, vancomycin". Patient reports having severe breast pain, "unbearable pain", had a swollen breast, one side "three times greater than the other". Patient informs that the fluid was punctured and sent to the laboratory. Patient continued vancomycin treatment for 14 days intravenously and had improvement. Patient informs that had a drain and that had complications from vancomycin use such as allergy, hair loss and anxiety. Patient reports that the breast has had lateral folds, the scar ¿has been horrible and itchy to this day¿, ¿breast heats up and feels a lot of pain, at the touch feels the prosthesis turned¿. Patient had another mammogram recently, in which capsular contracture was found. All symptoms were in the left breast. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., d.1., d.2., d.4., g.5.

Event description:
Patient reports 10 days after implant, swelling, fluid was punctured, and infection was diagnosed. Patient informs that the physician removed the prosthesis, "washed and injected antibiotic, vancomycin". Patient reports having severe breast pain, "unbearable pain", had a swollen breast, one side "three times greater than the other". Patient informs that the fluid was punctured and sent to the laboratory. Patient continued vancomycin treatment for 14 days intravenously and had improvement. Patient informs that had a drain and that had complications from vancomycin use such as allergy, hair loss and anxiety. Patient reports that the breast has had lateral folds, the scar ¿has been horrible and itchy to this day¿, ¿breast heats up and feels a lot of pain, at the touch feels the prosthesis turned¿. Patient had another mammogram recently, in which capsular contracture was found. All symptoms were in the left breast. The device remains implanted.